Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the all-in-one container was leaking from the port. This was identified during an unspecified patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed which observed a print mark of a needle in one of the ports of the bag. The mark is similar to the print of a needle. Functional testing was performed which revealed a leak in that port of the bag, specifically in the body of the tube. The injection site and membrane tube were punctured with a needle; the hole of the tube belongs to the path of the needle. The reported condition was verified. The cause of the condition was due to user puncturing the port with a needle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.